Manufacturer narrative:
Product event summary: at analysis the stated reason for return was unable to be confirmed. It was noted that errors were observed in the update history, the stylus was missing and the power bay assembly was worn. The power bay assembly and stylus were replaced and new software was installed, the device was cleaned and it then passed its electrical safety test as well as all final functional and systems tests.

Event description:
It was reported that during an implant procedure there was an issue of "freezing" with the programmer and the analyzer. It was noted that the procedure was able to be finished using a different programmer. The product has not been returned to service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.